Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock due to an atrial fibrillation (af) episode with rapid ventricular response (rvr). Additionally, undersensing was observed during the episodes. Reprogramming options were discussed by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device remains in service.